Event description:
It was reported that during a procedure the cordless driver 2 handpiece had metal shavings coming out of the device. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that during a procedure the cordless driver 2 handpiece had metal shavings coming out of the device. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
Although no metal shavings were observed during evaluation, corrosion was found throughout the handpiece which could have been interpreted to be metal shavings.